Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj). The system was tested and verified as ready for use. Isi has received the suj involved with this complaint; however, failure analysis has not completed their investigation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered error 319 occurred on the universal surgical manipulator (usm) 4. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended that the customer power cycle the system. The issue persisted after power cycling. The customer decided to disable the usm and complete the procedure as planned. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information. There was no patient harm. The fse performed the setup joint replace calibration. The customer was unwilling to provide the customer information.

Manufacturer narrative:
The proximal setup joint (suj) was returned for failure analysis due to error 319. The error was confirmed as having occurred in the field but not replicated in-house. The suj passed the testing on the functional test platform. During the investigation, error 319 were confirmed in logs, in addition to other errors such as 25730.

Event description:
Refer to h10/h11 for follow-up information.